Event description:
The customer reported a patient with a past medical history pertinent for type I dm, diabetic neuropathy, esrd on hemodialysis, and chronic right non-healing foot wound was placed in cardinal health kendall sequential compression comfort sleeves per order on (B)(6). During evening skin assessment on (B)(6), scds were removed and pressure ulcers were found beneath left side, causing blistering on the patient's shin. Scds were then removed and wound was charted/photographed in ldaw. Per additional information and photos provided by the reporter on june 23, 2026, as of on (B)(6), ecchymosis was noted to the left lower extremity. No open wound at the time. As of on (B)(6) 2026, the pressure injury stage was classified as dtpi. Periwound: pink and red. Wound bed: red and purple. No wound undermining, tunneling, drainage or odor were present. As of on (B)(6) 2026, there was a small amount of serous drainage with odor absent, without periwound erthyma, crepitus, necrosis, or gangrene. Debridement type: mechanical. The patient has since been discharged from the facility.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.